Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. Photos were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure of the renal artery, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft deployment procedure of the renal artery, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us.. Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the evaluation of the returned catheter sample, the alleged deployment failure could be confirmed. During evaluation the stent graft was found loaded and the outer sheath of the delivery system was found elongated and fractured, which indicated that increased friction was present when the user attempted to deploy the stent graft. No indication for a manufacturing related root cause was found. The physical sample provided could be identified on the images provided, no additional information could be gained out of the images provided. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The product is intended for use in the iliac and femoral arteries.